Event description:
The customer reported that she attempted to reset the reservoir in the insulin pump, and she had to rewind the device multiple times. The blood glucose reading was 176mg/dl. The customer also stated that insulin squirted out during the manual prime process. The customer had dropped the insulin pump, and the drive support cap was protruded, but she pushed it back in the past. Advised the customer to disconnect the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device had missing end cap sticker and cracked reservoir tube lip.